Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse cleaned the ise module and replaced the following components to resolve the issues: reference electrode; mixer paddle; buffer valves, reference valve, and mixer motor. Beckman coulter internal identifier is (B)(4). Patient demographic information was not provided.

Event description:
The customer reported the generation of erroneous high ise (ion selective electrode) patient results on the au5800 clinical chemistry analyzer. There was no change in patient treatment as a result of this event.